Manufacturer narrative:
Retainer ring = clear. Time and date of hospitalization: 04:00/ (B)(6) 2021 length of hospitalization: 2days blood glucose value when admitted to hospital: 495 bg mg/dl. High blood glucoses. Document why the customer alleges pump is under delivering: he feels that the pump is not delivering insulin. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device was programmed with multiple test boluses and monitored. All boluses delivered properly with water exiting the infusion set during bolus deliveries. All boluses was properly listed in the insulin pumps' daily history screen. No bolus anomaly noted. Please see below for the boluses delivered on the event date (B)(6) 2021. (B)(6) 2021 08:40:21.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.5. (B)(6) 2021 12:11:45.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.1. (B)(6) 2021 14:39:15.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4. (B)(6) 2021 16:58:14.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 6.4. (B)(6) 2021 20:45:01.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.3. (B)(6) 2021 23:40:33.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2. Please see below for the user suspended on the event date (B)(6) 2021. (B)(6) 2021 14:01:24.000 insulindeliverystopped. Reasonforinsulindeliverysuspension = user suspended. Please see below for the auto suspend on the event date (B)(6) 2021. (B)(6) 2021 08:38:00.000 alarmalertnotification. Faultnumber = auto suspend (12). Reviewed event date for alarms on (B)(6) 2021. There was only a no reservoir alarm on (B)(6) 2021 14:05:45.000. Device passed the functional testing. No under delivery anomaly or bolus anomaly noted. Unable to confirm alleged high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 for 2 days. Customer had high blood glucose level of 495 mg/dl. Customer was treated with insulin drip at the hospital for diabetic ketoacidosis. Customer treated high blood glucose level with manual injection or insulin pen. Customer was assisted with troubleshooting. Customer was using auto mode feature. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering insulin. Insulin pump did pass self test and displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 25-oct-2022 initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = clear. Time and date of hospitalization: 04:00/ (B)(6), 2021 length of hospitalization: 2days blood glucose value when admitted to hospital: 495 bg mg/dl. High blood glucose. Document why the customer alleges device is under delivering: he feels that the device is not delivering insulin. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device was programmed with multiple test boluses and monitored. All boluses delivered properly with water exiting the infusion set during bolus deliveries. All boluses was properly listed in the device daily history screen. No bolus anomaly noted. Please see below for the boluses delivered on the event date (B)(6), 2021 (B)(6), 2021 08:40:21.000 normal bolus programmed bolus programming method = bolus wizard normal bolus amount programmed = 5.5 (B)(6), 2021 12:11:45.000 normal bolus programmed bolus programming method = bolus wizard normal bolus amount programmed = 5.1 (B)(6), 202114:39:15.000 normal bolus programmed bolus programming method = bolus wizard normal bolus amount programmed = 4(B)(6) 2021 16:58:14.000 normal bolus programmed bolus programming method = bolus wizard normal bolus amount programmed = 6.4 (B)(6) 2021 20:45:01.000 normal bolus programmed bolus programming method = bolus wizard normal bolus amount programmed = 5.3 (B)(6), 2021 23:40:33.000 normal bolus programmed bolus programming method = bolus wizard normal bolus amount programmed = 2 please see below for the user suspended on the event date (B)(6), 2021. (B)(6), 2021 14:01:24.000 insulin delivery stopped reason for insulin delivery suspension = user suspended please see below for the auto suspend on the event date (B)(6), 2021 (B)(6), 2021 08:38:00.000 alarm alert notification fault number = auto suspend (12) reviewed event date for alarms on (B)(6), 2021. There was only a no reservoir alarm on (B)(6), 2021 14:05:45.000. Unit passed the functional testing. No under delivery anomaly or bolus anomaly noted. Unable to confirm alleged high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.